Event description:
It was reported that patient was being transferred form chair to bed when the lift was raised too high, forced past its intended height. Patient was removed from sling, sustaining skin tears to right arm.